Event description:
Pt undergoing left heart catheterization. During placement of a dilatation catheter and balloon, the introducing wire broke. The physician was able to retrieve the broken wire with no pt injury.